Event description:
While making tpn's on the auto mix 3+3, technician saw a drop (pool) of liquid on the tubing, she suspected it was a leak. She cleaned the tubing, made a dummy tpn and did a broth sterility test. In the am the broth looked cloudy. All tpn's from tubing were quaranitined and remade. Following 2 days later the broth looked the same. Possible liquid contaminant.

Event description:
Add'l info rec'd from MFR 05/27/2004: the facility reported to baxter that the device had been discarded and was not available for eval. The facility reported that they had retained all the compounded IV solutions and has tested them for sterility and the testing was negative. The IV solutions were then discarded. The facility reported that the cloudiness was a result of the lipids in the IV solution. The lot number was trended for similar complaints. No add'l reports of any type were received against the reported lot number r03j03241.